Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The investigation found that if a setup field (CT, kv, mv, mvct) is created by copying a treatment field or another setup field, then the copied field will have the same isocenter as the parent and that isocenter may not be the correct isocenter for imaging when it is sent to the machine. The issue was determined to be a defect in the product. Prior to mosaiq 2.64 sp9, the setup fields (or any field) did not have an isocenter saved within the field so the isocenter sent to the machine was always the isocenter from site setup. Elekta added new functionality in mosaiq 2.64 sp9 which enabled mosaiq to store the isocenter for each field and to send the isocenter to the machine. As of mosaiq 2.64 sp9, if a setup field (CT, kv, mv or mvct) is created by copying a treatment field or another setup field, then the copied field will retain the isocenter of the parent and that isocenter may not be the correct isocenter for imaging when it is sent to the machine. The issue will be resolved in mosaiq and in service packs to mosaiq releases 2.64, 265 and 2.70. (Elekta field corrective action reference: mosaiq releases 2.64, 265 and 2.70.(elekta field corrective action reference: (B)(4).

Event description:
The customer reported that conebeam co-ordinates did not transfer correctly. Based on the available information there has been no actual mistreatment.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that conebeam co-ordinates did not transfer correctly.